Manufacturer narrative:
Unit received with reservoir tube lip completely broken off. The reservoir does not stay locked in. Unit received missing o ring, reservoir tube. Unit received with minor scratches on lcd window and cracked belt clip slot. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump reservoir compartment is damaged and the reservoir does not fit well. Customer does not recall any significant events leading to the error. Customer's blood glucose was 153 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.